Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported two floors of wireless monitoring being lost at the same time. There was no report of patient injury or harm. The issue was found during central station monitoring for multiple patients.